Event description:
Adverse event(s): "no information" (no information). Product problem(s): "lens dislocation" (dislodged or dislocated [iol (intraocular lens) implant]). A clinical coordination reported that an intraocular lens (iol) was exchanged due to the iol being dislocated. The iol was replaced with a different model lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/23/2010 and 04/13/2010 by phone, fax, and mail. A completed questionnaire was received on 03/25/2010. (B) (4). (B) (4). (B) (4).